Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty charging the pump above 25 percent despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level above 600 mg/dl; cause was unknown as customer declined further troubleshooting regarding the elevated bg. Customer required assistance administering a manual injection to address bg. Reportedly, customer reverted to manual injections for insulin therapy.